Event description:
A customer reported receiving high glucose sensor readings from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by the field action 1034-2024 (FDA recall 2954323-07/24/24-001-r). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed by the field action 1034-2024 (FDA recall 2954323-07/24/24-001-r). If the product is returned, no further investigation actions are required as this issue is confirmed to fa1034-2024. All pertinent information available to adc has been submitted.